Manufacturer narrative:
The reported events of a separation failure and device dislodgement could not be confirmed. Visual inspection of the device indicated the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the initial implant procedure, the right ventricle (rv) leadless pacemaker (lp) was difficult to dock to the delivery catheter. After fixation and release, the lp became lodged horizontally in the tricuspid valve. Multiple attempts to retrieve the lp were made due to difficulty attaching it to the retrieval catheter. When retrieving the rv lp with the retrieval catheter, the rv lp prematurely separated from the retrieval catheter and dislodged to the right atrium. The rv lp was able to be retrieved and replaced to resolve the event. The prolongation of the procedure was clinically significant. The patient was in stable condition.